Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 18. Details of surgery: sinus augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.